Event description:
This unsolicited device case from united states was received on (B)(4) 2014 from a physician. This case concerns a (B)(6) old female pt who developed staphylococcal infection in right knee (joint infection) after receiving treatment with synvisc injection. It was reported that the pt received synvisc 6 months prior. No relevant medical history, concomitant medications and concurrent conditions were reported. On an unk date, the pt initiated treatment with synvisc injection (of second set), once a week (dose, route of administration, batch/lot number and expiration date: not provided) into both knees for bilateral arthritis. The pt was reported to be doing fine when she came in for second set of injections. On (B)(6) 2014 (last friday), pt received last injection of synvisc. On (B)(6) 2014 (one day after last injection), the pt's right knee was swollen and she had a lot of pain. The pt went to the emergency room and was diagnosed with staphylococcal infection. It was reported that the pt would be on antibiotics for 6 weeks. Outcome: unknown.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality assessment: the reporter did not feel that this was not from the injection. Seriousness criteria: the event of "staphylococcal infection in right knee" was assessed serious per important medical event (ime) list. Pharmacovigilance comment: sanofi company comment dated on (B)(4) 2014: this case concerns a pt who developed staphylococcal infection in right knee after synvisc treatment. Although, the role of device cannot be excluded for the occurrence of the event; however, the lack of info regarding the concomitant medications used by the pt precludes the event; however the lack of info regarding the concomitant medications used by the pt precludes the complete case assessment.